Manufacturer narrative:
No further intervention was reported. To date, the chronic device (model#1860) has not been received at boston scientific's return products department. The event will be reopened if additional information is received and/or the device is returned for laboratory testing. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device was explanted on (B)(6) 2016. See report#2124215-2016-09567. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this local representative contacted technical services on (B)(6) 2009 to report that this patient was undergoing a crt-d device upgrade. The patient history is remarkable for high rv pacing thresholds (3.5 volts at 1.0 ms). The local representative mentioned that one of the device's daily measurements recorded a > 125 ohms shock impedance. The replacement device (n119) was attached and an induction test of 17 joules was delivered. The measured shock impedance was 55 ohms. Following the shock delivery, the patient went asystolic and stat pacing was not adequate. Rescue pacing was provided by external r2 pads until a replacement lead was implanted. The chronic rv lead was surgically capped. Excellent pacing thresholds were obtained with the replacement lead (model#0180).